Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: during the investigation, that pump could not be powered on. The attempt to download the pump history and black box was unsuccessful due to internal moisture damage. The initial complaint about a ¿call service alarm¿ complaint could not be adequately investigated due to internal moisture damage and the pump having no power. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run 24 hour basal program.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a communication call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.